Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reaw1280 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
Per sales rep, the facility reported that the powerglide was inserted without incident. It was stated that the safety was engaged and when the housing was removed from catheter hub, it was noted that wire had become unraveled was still extending through the catheter. The catheter was removed from the patient and it was noted that the unraveled wire extended through the catheter and into the patient. The remaining portion of the wire was removed from the patient and it was reported that the entirety of the wire was still in intact and still connected to the catheter housing. It was stated that the wire appeared to have not been broken or cut, but the wire was partially unraveled. No patient harm reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire on the powerglide deployment system was confirmed, but the exact mechanism of damage could not be determined. The returned sample was a 20g powerglide deployment systems. The safety mechanism had been engaged over the needle tip and the guidewire was extending, as expected, from the needle and safety mechanism. The bond between the core wire on the guidewire and the weld tip was broken, which allowed the coil wire to elongate and stretched over the core wire. The distal 1cm of the coil wire was still tightly coiled. Blood and tissue residue were observed on guidewire, which confirms that the device was used. The powerglide catheter was not returned with for investigation. The damage observed on the returned device is consistent with damage associated with tensile stress acting on the weld between the core wire and the coil wire. This can occur when the deployment system is retracted while the coil wire on the guidewire is constrained. How or when this occurred could not be determined based on the evidence observed on the returned sample. Complications during insertion may have been encountered and the guidewire may have been constrained within the catheter; however the cause of damage is unknown.